Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the patient stated they believed there may be a problem with a group of people who are trying to use an external controller in their proximity or close to the frequency that their pump was at. The patient stated that they did not use an internal external controller at all and the pump was regulated by the physician and had never been subject to an external device. The patient wanted to confirm that no external device was ever sent to them as a patient. The manufacturer's patient services specialist (pss) reviewed that a doctor would have to order an external device and then it would have to be paired to the pump and the external device would have to be about 1/4 from their body. Pss reviewed the doctor who managed the pump can pull the pump records and that would tell the doctor and patient if an external device was used. The patient mentioned that during the closings of certain medical centers, someone was interfering with their mail and they found out not too long ago that there is an individual who is passing himself off as either a family member or a medical professional related to their care and they were not. The patient also mentioned that sometimes the amounts of baclofen had not been exactly the same and they are not directly correlating but they are only a little bit off and it had been bothering them. The patient stated they could tell when it changed because of some pressure in their head and they knew that they had some concerns because when the amount of back in their own experience felt like it was going up and there was some pain in a part of their part of the top of their head. Pss reviewed that it was normal for there to be a range plus or minus of the expected amount of medication. The patient stated that they did not want an external device. The patient was calling to report what they chose to report and will not provide anything more. The patient was redirected to their healthcare provider to further address the issue.